Manufacturer narrative:
Sample was received. No sample evaluation is required as the root cause has been identified during logfile review. The manufacturer internal reference number is: 2018-38593.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A certified ophthalmic assistant reported suction loss after laser was fired. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The review of logfile for the treatment day showed at system startup, no error messages or parameter deviations can be seen from the log file which point to the problem described. The three system test for vacuum, energy and ablation were executed by the user without any problems. The review of the logfile showed two treatments for the same patient were aborted during bed cut. Neither left eye or right eye treatment was aborted after the warning message. The message indicates that the user released laser pedals and pressed the right footswitch to turn off the vacuum. The logfile review showed both treatments were restarted and completed successfully immediately after the aborted procedure. The system was working within specification. A technical root cause could be excluded. The root cause is user handling. The manufacturer internal reference number is: (B)(4).